Event description:
A clinician obtained the arterial blood gas sample using the blood gas sampling syringe. The filter-pro cap was placed on the syringe. The syringe plunger was advanced to expel air through the filter-pro cap when blood allegedly passed through the filter and onto the pt and his wife. The blood exposure did not require any action other than cleaning.